Manufacturer narrative:
The device in question is new to the market. It is one of the first enteral bag/administration sets to incorporate the new enfit connectors, which were specifically designed to be exclusively compatible with enteral feeding tubes. Moog is one of the first companies to bring enfit connector-containing products to the market, but others will shortly follow suit. In fact, the enfit connectors are scheduled to become the industry standard over the course of 2015, with the older christmas-tree-style connectors scheduled to be phased out of the industry by early 2016. Since the introduction of the new enfit connector-containing enteral feeding sets earlier this year, moog has received a number of complaints about the new sets, the most common being that they leak in the vicinity of the purple enfit connector piece and the white transitional stepped connector. No injury to a patient was alleged in this particular complaint, and moog has not received any additional information indicating that a patient was or may have been harmed as a result of the reported event. Moog would not normally submit an MDR for this event, but is doing so now because this particular issue (leaky enfit connector) has caused a reportable injury to a patient within the last two years. The complainant did not return the affected sets for evaluation. Mmdg will cease production of all its enteral administration sets using enfit connectors and transition back to the previous revision of the product codes that do not include the enfit connector (inf0020, inf0500, inf1200 and gr1200). The previous revision includes neither the enfit connector nor the transitional connector. This revision does not exhibit the same degree of leaking, nor has it experienced any adverse reaction to formula ingredients. Mmdg will produce the previous revision until a suitable solution to the enfit connector material degradation problem is found.

Event description:
As recorded by customer service: "the patient's mother screwed on christmas tree into enfit connector. Put the christmas tree into extension set and taped everything to the bed. The set leaked towards the end of the feeding in the morning. Mom tried to deliver medication through the y site and the medication came through the purple enfit connector. In the morning, the mother used the same bag and loosen the connection and the set stopped leaking. The patient uses 5 different powders and mixes together. Mother called today to report that there is no more leaking from the set." No injury to a patient was reported. (B)(4).